Event description:
Reportedly, the device and two leads were removed due to infection.

Event description:
Reportedly, the device and two leads were removed due to infection.

Manufacturer narrative:
(B)(4).